Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an off no power alarm without the low battery alert warning. The customer¿s blood glucose level was 332 mg/dl at the time of the incident and declined high blood glucose troubleshooting. Customer's blood glucose reading was 173 mg/dl at the time of call. The customer woke up and the insulin pump was off and receive a motor error alarm after battery change. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with severely scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.